Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as "pump feels oily to touch on all sides and there was some traces of precipitation inside the yellow wrapper". This was observed before patient use. The device contained 3500mg fluorouracil in 0.9% sodium chloride 115ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from may 26, 2020 - may 27, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show evidence of leak or "oil". The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.